Event description:
A female pt of unknown age present for a percutaneous transluminal angioplasty procedure. During the procedure, after three successful inflations, the balloon burst. It was reported that the balloon was inflated between 8 to 10 atms when the device failed. The device was successfully removed from the pt without complications. There was no report of harm or injury to the pt. It was reported by the user that the device was disposed of and is not available to be returned for evaluation.

Manufacturer narrative:
A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device involved in the incident was disposed of and not returned for evaluation. An investigation into the root cause for the incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).